Event description:
The manufacturer received information alleging a ventilator alarmed for low inspiratory pressure and circuit disconnect. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed, the sponge of the air inlet path assembly was observed to be peeled off. The inlet air path assembly needs replaced to address the issue.